Manufacturer narrative:
The remote service engineer (rse) confirmed the issue. The customer found that the circulation fan was running, but the filter was occluded. The rse advised the customer to replace the filters and remove dust from the unit. The customer was advised to run the unit for a day or 2 in the shop to attempt to duplicate the blower overheating and to complete a full performance verification testing. The rse followed-up with the customer and the customer has parts on order. The information provided by the evaluation determined the device failed to meet specifications. The customer was advised to call back if further assistance is needed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020 .

Event description:
It was reported to philips that the device had a high blower temperature alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.